Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reporting rupture. Device has been explanted. This relates to the left device.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reporting rupture. Device has been explanted. This relates to the left device.